Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found bent banana plug at the back end of the housing. Evidence not conclusive, however, the bent damage was likely due to mishandling. The electrical continuity test was performed and passed. Failure analysis also observed that the main tube insulation exhibited damage along the distal end. The insulation was found with several abrasions and gouge marks within the area. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a couple of different damaged sections with the tube insulation removed with missing material. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube abrasions with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci mediastinal tumor resection procedure, the cautery post of the monopolar cautery instrument was bent. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.